Event description:
It was reported that the patient suffered a hemorrhagic cerebrovascular accident (cva) in may2025. There were no changes to patient condition or anticoagulation status identified that may have contributed. International normalized ratio (inr) was at goal at 2.67. Mean arterial pressures were also at goal at 70-80s. The patient had experienced left sided weakness, left facial droop, right gaze preference, and dysarthria. The patient was transferred to outside hospital for mechanical thrombectomy.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.